Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patients were admitted with an "unknown" status in the pyxis server, which prevented nurses from retrieving medications for those patients. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patients were admitted with an "unknown" status in the pyxis server, which prevented nurses from retrieving medications for those patients. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that patients were admitted with an unknown status in the pyxis server, which prevented users from retrieving medications. A technical support specialist (tss) identified that medication order messages were received by the server before the corresponding admission message from the admission, discharge, and transfer (adt) system. When this sequence occurred, the system created a placeholder visit and assigned the patient an unknown admission status. It was concluded that the required admission or patient arriving message was not sent, which prevented the patient from appearing on the station. The issue was resolved by confirming that the proper admission message was transmitted from the adt system, allowing the patient to be fully admitted into the pyxis enterprise server and restoring medication access. The system functioned as intended after the technical support specialist troubleshot the device.